Event description:
Customer reported a lost sensor alert. The device's history showed an off no power alarm. Customer's blood glucose is 116 mg/dl. He uses energizer batteries. Customer stated he received a low battery alert before the off no power alert. He was advised this is normal device behavior. He was told to monitor the device and call when needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).